Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited infection. Subsequently, the patient hospitalized and the product was explanted. Additionally, the patient received intravenous antibiotics. No further complications have been reported.

Manufacturer narrative:
The device manufacture date for this product is may 11, 2015.